Manufacturer narrative:
The following tests have been confirmed to have these corresponding units of measure: crej2 = mg/dl, hdlc3 = mg/dl, trigl = mg/dl, gluc3 = mg/dl, ua2 = mg/dl, cho2i = mg/dl, mg = mg/dl, na = mmol/l, k = mmol/l, amyl2 = u/l, lipc = mg/dl, alp2s = u/l, ureal = mg/dl, ggti2 = u/l, dbil2 = mg/dl, bilt3 = mg/dl. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A pre-analytic sample handling issue in combination with a hardware issue is the most likely root cause.

Manufacturer narrative:
This event occurred in (B)(6).(B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for 16 patient samples tested for altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) and astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) on a cobas 6000 c (501) module - c501. The initial alt and ast results were reported outside of the laboratory. One patient's physician disagreed with the result and called the laboratory. The laboratory decided to repeat some samples tested that same day and then detected the erroneous alt and ast results for the additional patient samples. Some of the 16 patient samples had erroneous results for the following additional tests: crej2 creatinine jaffé gen.2 (crej2), hdlc3 hdl-cholesterol plus 3rd generation (hdlc3), trigl triglycerides (trigl), gluc3 glucose hk gen.3 (gluc3), ua2 uric acid ver.2 (ua2), chol2 cholesterol gen.2 (cho2i), mg magnesium (mg), ise indirect na, k for gen.2 (na, k), amyl2 alpha-amylase eps ver.2 (amyl2), lipc lipase colorimetric assay (lipc), alp2 alkaline phosphatase acc. To ifcc gen.2 (alp2s), ureal urea/bun (ureal), ggt-2 gamma-glutamyltransferase ver.2 standardized against ifcc / szasz (ggti2). Refer to the attachment for all patient data. Units of measure were only provided for alt and ast tests. The units of measure for all other tests were asked for, but not provided. Other than the alt and ast tests, it was asked, but it is not known if erroneous results for other tests were reported outside of the laboratory. No adverse event were alleged to have occurred with the patients. The ast reagent lot number was 223106, with an expiration date of 31-may-2018. The alt reagent lot number was 223116. The alt reagent expiration date was asked for, but not provided. The lot numbers and expiration dates for all other reagents and electrodes were asked for, but not provided. The field application specialist found that the samples had been frozen in the primary tubes containing gel. The samples were thawed in a 37 degree celsius water bath. Deformities in the sample gel were observed after thawing. The specialist recommended to the customer to thaw tubes at room temperature in order to avoid quality issue. Routine testing samples were observed to contain fibrin and loose gel. The field service engineer checked the probes and rinse station. He adjusted the photometer and exchanged the photometer lamp. He performed a cell blank and a photometer check. Precision studies were performed. Ast and alt calibrations related to the date of the event were ok. Quality controls were within range for the alt and ast assays on (B)(6) 2017. Controls were out of range for alt on (B)(6) 2017 and within range for ast on this date. A general issue with the ast and alt reagents could be ruled out since calibration and controls were acceptable. Upon review of the alarm trace, a reagent disk temperature error was observed on (B)(6) 2017. Sample pipetting precision seems to be ok.